Event description:
Hm transmission on (B)(6) 2022 showed device eri but the follow-up showed mos1. Device remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the home monitoring data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data as well as the home monitoring data were inspected thoroughly. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Should further relevant information or the device itself become available this investigation will be updated. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.